Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
During surgery, the surgeon used the tibial alignment guide. The surgeon tried to assemble the alignment guide on the patient bone. When the surgeon hit fix pin with a hammer, the head of pin broke. The surgeon removed the broken pin from the patient.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there was one other event for the reported lot. The investigation determined the root cause of the event to be repeated overloading of the pins by impaction and extraction which is the intended use of the instrument..the subject device was manufactured prior to these corrective actions. If additional information becomes available, this investigation will be reopened.

Event description:
During surgery, the surgeon used the tibial alignment guide. The surgeon tried to assemble the alignment guide on the patient bone. When the surgeon hit fix pin with a hammer, the head of pin broke. The surgeon removed the broken pin from the patient.